Event description:
Olympus was informed that during a laparoscopic left hysterectomy, an error message was displayed indicating "metal on jaw." The user further reported that when the error message appeared they could not see the probe, as it was covered with tissue. The user then withdrew the hand instrument and used a second hand instrument but the same error message appeared on the display. The procedure was completed using a different generator (valley lab force generator with a non-olympus and instrument). There was no pt injury reported.

Manufacturer narrative:
Olympus rec'd the thunderbeat hand instrument for evaluation. The evaluation found that there was no crack or scratches on the probe. However, there was an abrasion mark noted on the h-electrode (metal on jaw) and probe, which is indicative that the probe and electrode of the grasping section were in direct contact (jaw closed) without any tissue in between while the output was activated. The teflon pad was melted from the distal end. The hand instrument passed the probe check; however, when grasping section was closed to check the output, a short circuit error was reproduced.